Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation ii procedure; pfna-ii ø9.0mm, small, 130°,l200mm was chosen, the outer box package was checked, the item catalogue number and description were correct. When the clear plastic package was taken out from the outer box package, the nail inside the clear plastic package was gold in color, not the usual aqua for proximal femoral nail antirotation -ii. To avoid implanting the wrong implant into patient, this golden color nail was put aside, another piece of same size implant was opened for insertion. The label on the plastic package corresponds with the outer package; however, the imprint on the nail states: pfna small ø9 x 200 130° 472.114 8726113. There was no surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the product did not correspond with the specification in the color, product received in a good condition. During the anodizing process, two different production series were placed one the rack. The work order was not followed wrong color code was added, from another work order in the system. With the implemented test instruction the worker signs the nails with ok. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.